Event description:
The customer stated she was hospitalized for a low blood glucose levels of 25 mg/dl. Prior to the hospitalization, the customer stated the insulin pump was shooting out insulin during the manual prime and she may have been connected to the insulin pump. Troubleshooting could not be performed due to the prime anomaly.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to test further due to the prime anomaly.